Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument's cable broke. The instrument was in the patient's abdomen at the time of the issue. An x-ray was performed intraoperatively. The x-ray came back with nothing identified in the abdomen. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. An additional observation that was unrelated to the complaint was identified. The instrument was found to have a bent grip, causing side to side misalignment of the grips. The complaint was confirmed by failure analysis.